Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a burned resistor was confirmed as the cause of the no dial tone. The observed damage was consistent with a high-power electrical overstress event. There was visible indication of electrical overstress in the modem circuitry. The phone lines were visibly burned and electrically open. The top side of the integrated main control board was exposed. No evidence of damage was visible in the modem circuitry. Resistance readings of the capacitors and resistors were made which showed them to be good.

Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that this communicator was indicating no dial tone. The patient removed the dsl filer and the communicator was placed in a different room. No dial tone was still indicated. The power cord was replaced. After the power cord was replaced, the communicator still indicated no dial tone. As a result, the communicator was replaced. No adverse patient effects were noted.